Event description:
Provue resulted a false negative reaction on the antibody screen test for cell #2 using ortho surgiscreen screening cells and false compatible crossmatch with one sample that was found to be positive for cell #2 and crossmatch incompatible in manual gel. This was caught during the method correlation study required by cap. There was no harm to any pts.